Event description:
43 yr old white female with bilateral periprosthetic contractures from breast implants which are painful and have caused mastodynia with muscle spasms. The right implant has ruptured.